Manufacturer narrative:
During the onsite investigation, the monitor was replaced. No specific root cause was identified. (B)(4).

Event description:
Customer reports the eye tracker monitor does not detect a video signal. No pt harm reported and no further info was provided.